Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and covered with blood / tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix clogged with blood / tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During implant, the physician repositioned the right ventricular (rv) lead and it was observed to be hooked onto the tricuspid valve filaments. The rv lead was then explanted and filaments were observed to be attached to the helix. The filaments were then removed, and the helix was unable to be retracted. The rv lead was replaced with a new rv lead that was successfully implanted. No additional intervention was required and no symptoms were observed during the event. The patient experienced no adverse health consequences and the heart functioned normally with the pacemaker. The physician did not allege a malfunction of the rv lead.